Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilatation of a 2.5x12 nc balloon, a 2.50 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was removed and pre-dilatation was performed again, however, while advancing the stent, the hypotube break at about 15 to 20 centimeters from the hub. The device was removed, and the procedure was completed with a 2.50x12mm non-bsc stent. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the synergy ous mr 2.50 x 12mm was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with mid stent struts lifted. The undamaged crimped stent od (outer diameter) was measured by snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilatation of a 2.5x12 nc balloon, a 2.50 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was removed and pre-dilatation was performed again, however, while advancing the stent, the hypotube break at about 15 to 20 centimeters from the hub. The device was removed, and the procedure was completed with a 2.50x12mm non-bsc stent. No patient complications were reported, and the patient status was stable.